Manufacturer narrative:
Review of the pump module logs confirmed that the customer¿s air-in-line threshold was set to 250ul single bolus setting with the air-in-line accumulator turned on. At this setting the worst case air bubble size (299 l) that could pass through the air-in-line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50ul, 75ul) available to the customer. The system was being used for treatment. The customer also reported that they checked the logs and observed a few sensor failures in the past with error code 242.4150. This report was not confirmed. Review of the pump module error logs could not confirm any instances of the reported error code 242.4150 (pump_motor_encoder; sensor_broken_high_failure) in the logs. Review of the logs confirmed five (5) instances of the log only 240.4150.5 (lvp_bottle_pressure; sensor_broken_high_failure). These errors were only logged by the system and do not indicate a device malfunction. No infusions were impacted by these errors. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device unit was in the biomed department with a note that stated: "it didn¿t detect an air bubble". The biomed tested checked the error logs and observed some sensor failures in the past with an error code 242.4150. Although requested, no further details or impact to the patient were provided by the customer for this event.